Manufacturer narrative:
(B)(4). This complaint was confirmed. A batch review was conducted for the potentially lot numbers (h11g23061 and h11f21034) and there were no exceptions during the manufacturing process. A labeling review was performed and the labeling was found to provide ample instructions related to proper therapy steps. The root cause for the reported condition of use error was undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from (B)(6) of an opened transfer set while still in the priming stage and air entered her body and peritonitis in a female patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call to baxter customer service, the following was reported. On an unreported date, the patient opened the transfer set while still in the priming stage and air entered her body, which resulted in peritonitis. On an unknown date, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized due to the peritonitis. Treatment was not reported. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date in (B)(6) 2011, the patient had recovered from the event of peritonitis. The outcome for the event of the opened transfer set while still in the priming stage and air entered her body was not reported. Dianeal therapy was ongoing. The reporter did not provide an opinion of causality. On (B)(6) 2011, product surveillance contacted the home patient who stated she was talking while preparing to begin therapy. The patient connected the patient line to the transfer set and then pressed go. The patient was connected during prime. The patient was fully aware of her mistake. Proper procedures were reviewed with the patient. No additional information was reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.